Event description:
Patient reported ¿flipped, and exchange from textured to smooth breast implants due to the patient¿s concern with the product¿. Physician reported later, "exchange from textured to smooth implant due to the patients concern with the product" and "capsular contracture baker grade iii and fold". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade ii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Anxiety - product/procedure: unable to observe since it is not related to the device. Crease / folding of implant: observed. Flipping: unable to observe since it is not related to the device. As per the investigation procedure deformation, crease fold, wear abrasion, and particles were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Patient reported left side ¿flipped, and exchange from textured to smooth breast implants due to the patient¿s concern with the product¿. Healthcare professional reported capsular contracture, baker grade iii and "fold". The device has been explanted.